Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve assembly (psol). The cse performed all calibrations, and perforamnce verification tests. The device operated within the manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator stopped cycling. Although requested, it is unknown if there was patient involvement.

Manufacturer narrative:
The solenoid (psol) valve was received for an investigation. It was installed into a failure investigation (fi) test ventilator for analysis, and all tests and calibrations were performed, and no errors were observed. The fi ventilator was put into ventilation mode for a minimum of 24 hours using default settings as per 840 service manual. No failures occurred. The reported malfunction was not verified, as the returned component was observed to be operating within manufacturing specifications.